Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00257. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Concomitant medical products: catalog #00110201200, zimmer dough-type bone cement, lot #60365770, qty 2. Review of the device history records for the bone cement identified no deviations or anomalies. These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial component or bone cement. Primary operative notes indicate that the knee showed excellent alignment, neutral tracking, and stability. Operative notes from the revision surgery indicate that the tibial component was loose and had subsided into varus. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.